Manufacturer narrative:
The lens remains implanted and is not available for investigation. Additional information was requested, but not received. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported after implantation of an intraocular lens (iol) into the eye the patient had increased ocular pressures. Yag pi was performed. Additional information has been requested, but not received.

Manufacturer narrative:
Based on additional information received, the device causality is unrelated and therefore, this event no longer meets reportability requirements and is no longer deemed reportable.

Event description:
Additional information was received, indicating the patient has shallow chambers and the increased iop is unrelated to the device.